Event description:
This is a spontaneous report by a baxter employed health professional from (B)(6) of a home patient that did not clean the area before starting peritoneal dialysis (pd) and peritonitis coincident with dianeal therapy. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient did not clean the area before starting pd therapy, which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was treated for the peritonitis with vancomycin (2g, frequency and route not reported) and fortum (250 mg in each bag, route not reported). It was unknown if the patient was hospitalized for the peritonitis. The patient is recovering from this peritonitis event. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.